Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. No other alarm noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a missing end cap sticker.